Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, on a gallbladder arterial occlusion, the clips did not provide good clamping force. They clipped above the gallbladder artery and there was a feeling of loosening. The clip cartridge was able to be properly loaded onto the handle. They replaced another clip to complete the case. There was no patient injury.